Event description:
It was reported that after performing a factory reset, the user announced lunch and the ilet delivered an amount that was approximately triple the prior meal dose, after which the user experienced a low blood glucose and treated with oral glucose; the cgm used was fsl3+. Symptoms included hypoglycemia with dizziness, with the lowest cgm value of 68 mg/dl and a duration of about 15 minutes. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.